Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 48-49 mmol/l. Reportedly, pump low bg alerts/alarms were set to vibrate only resulting in missing low bg alerts. Reportedly, customer slept in and missed breakfast which led to the low bg. Customer became unconscious and subsequently, an ambulance was called. Paramedics performed a blood pressure test, temperature check, and left as customer was conscious on arrival. The customer consumed carbohydrates to address bg level. Pump settings for alerts was updated from vibrate only to now annunciating alerts. Recommendation was made to consult with a healthcare provider to discuss diabetes management.